Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged white filament in his water tank, just like his first one had device has related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: pil is able to confirm contamination was present in the entire airpath. Pil is able to confirm contamination was present in the entire airpath. While a significant portion appear consistent with a source or sources external to the device, fibers appearing consistent with fibers from the grey reusable filter were observed. Evidence of water ingress to the iso port tube was also observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.